Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner is cutting into their tongue and mouth. Advised patient to file the area on the aligner to smooth the edges. To do this on the bottom aligner if they are having the same issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.